Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on all contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.